Manufacturer narrative:
Final analysis found abrasion on the proximal insulation at 18.5 cm from the connector pin.

Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.